Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A technician reported the laser presented high energy level during a procedure. The procedure was completed and there was no harm to the pt.